Event description:
The caller reported a cracked and shattered touchscreen on their pump, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.